Event description:
A 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post diagnostic cardiac catheterization procedure. The puncture was somewhat difficult; however the wire was inserted without difficulties. The deployer reported that the introducer felt "strange" entering the artery and advancement was difficult. A femoral image was taken and then the angio-seal was deployed. Initially hemostasis was achieved, however oozing began and manual pressure was applied. The pt was sent to a hosp room. The pt then developed a cold foot and diminished pedal pulses. Two days later, the pt underwent surgery, where reportedly the vascular surgeon found collagen in the common femoral artery (cfa) and dissected plaque on the posterior wall of the cfa. The anchor was removed from the dissected plaque and collagen was removed. A graft was implanted. The pt was reportedly recovering.